Event description:
The customer reported a cracked tooth while wearing the aligners; the customer was not able to provide the impacted tooth number. It is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth fracture (cracking).

Manufacturer narrative:
Supplemental report, additional manufacturing information provided since it was not available at the time of initial submission.

Manufacturer narrative:
Supplemental report, additional information was provided by the customer which does not reasonably suggest that the device contributed with the event, therefore section b5 was updated with the new information gathered and section h10 was updated with new codes under "investigation conclusions".

Event description:
The customer confirmed tooth #18 had an amalgam filling cracked; however, after re-assesing the incident it was determined that the information collected does not reasonably suggest that the incident was in fact a serious injury, neither that aligners contributed the tooth fractured.